Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display is blank and he was having issues with the touch screen not working. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter was replaced which corrected the reported issue. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) display is blank and he was having issues with the touch screen not working.